Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) advancement through sheath there was immediate blood back in the extender tubing. The iab was removed and flushed with saline when multiple holes were noted. The iab was replaced and worked successfully. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) advancement through sheath there was immediate blood back in the extender tubing. The iab was removed and flushed with saline when multiple holes were noted. The iab was replaced and worked successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was covering the proximal side of the balloon membrane taper only. The extracorporeal tubing and the orange cable were returned cut into 2 pieces. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane tip seal. The reported blood in tubing & multiple holes in balloon was most likely triggered by the leak which was found on the tip seal of the membrane. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).